Manufacturer narrative:
The responsible dräger service engineer checked the device in follow-up of the event and replaced the pcb pneumatic drive. The replaced pcb was subject to in-depth evaluation in the manufacturer's lab. A visual inspection of the pcb revealed that the drive capacitor c17 had been overheated causing the burnt smell. A test of the pcb revealed a short circuit of the 24v supply voltage (that is used for control of the valves) that was caused by the failure of the capacitor. Thus, no control of the valves in the pneumatic system is possible and the device will stop ventilation, accompanied by the corresponding alarm, and open the airway system to allow spontaneous breathing of the patient. The reported abnormal noise most likely was the audible alarm due to the fault in the 24v internal supply voltage, as in this case, the audible alarm will switch to the piezo-alarm, independent from the power supply. The replacement of the affected pcb by the dräger service engineer has already solved the problem. Dräger finally concludes that the workstation responded as designed upon a malfunction of a single component. The risk of fire is mitigated due to use of ul94-compliant, self-extinguishing components. No patient consequences have occurred in the particular case. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was started. The results will be sent within a follow-up report.

Event description:
Abnormal noise occurred during patient use and ventilation of the device was stopped. After that, it smelled burned. No injury reported.